Event description:
Several hours after pumping began, augmentation curve disappeared. After switching pump off and "making a refill", pump worked correctly. A few hours later, augmentation curve began to sink and again there were no pump alarms. The pump was exchanged as a result of the difficulty. There were no reported pt complications.